Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of a fenestrated bipolar forceps instrument did not approximate. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tip of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .087 offset at the tip indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. Electrical continuity testing was performed and passed. An additional finding was various scratches on the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. An additional observation not reported was scratches on the surface of the pulley. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.